Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia after an insulin occlusion alert occurred and insulin delivery was not resumed until the following morning; after replacing supplies and resuming delivery, the ilet displayed high glucose and subsequently delivered automated corrections, with glucose trending down to 245 on follow-up. Symptoms included hyperglycemia without reported adverse clinical effects. Outcomes included user education and recovery without medical intervention or hospitalization. Investigation included complaint handling with troubleshooting and user education regarding avoidance of false meal announcements and confirmation that therapy resumed with new supplies. Investigation of this case revealed no device malfunction confirmed, with hyperglycemia attributed to interrupted insulin delivery following an occlusion alert and delayed resumption of insulin. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user management of an occlusion alert and therapy interruption. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.